Event description:
It was reported that the image on the 6600 system was cut in half, due to the collimator mag mode slide was halfway in. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator mag mode slider knob and rod were found missing. These were replaced during the service call. The system was tested and found to be working as intended and put back into service.